Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an electrophysiology [ep] implantable cardioverter defibrillator [ICD] upgrade procedure, a micro puncture access wire tip detached. The physician had acquired subclavian vein access via seldinger technique and while pulling the access wire from the patient, the tip detached intra muscularly. The physician states that the wire tip is embedded with no risk of migration. No patient injury to report. The patient was discharged to home as planned.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.